Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the condition of the device running with the safety on was confirmed. Based on the investigation details, the likely cause for the reported complaint was problems with the motor, press plug, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported that during preparation for a surgical procedure the handpiece continued to run on its own when the safety switch was on. There was no report of the device being used during a surgical or a medical procedure, and no adverse consequences have been reported.